Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. The device was received in backup operation mode. Analysis of the device image revealed that the device went into backup mode due to code corruption. Device was cut open and it was determined battery voltage was at end of life. Longevity calculation revealed the battery depletion was normal based on the device usage. The cause of code corruption could not be determined.